Manufacturer narrative:
Investigation pending.

Event description:
The customer provided information regarding the following event occurring on one patient: (B)(6).

Manufacturer narrative:
Investigation conclusion: in-house testing was performed with retained devices of lot w62989b and cardiac marker (cm) calibrator h lot 400497h. The calculated total tni cv was found to be 17.6% which did not meet the cv specifications or the confidence interval around the device package insert claim for average total precision. Additional retain testing was performed using an alternate lot of cm calibrator h (404449h) and the cv was found to be 11.2%; this suggests that there may have been a sample-related issue with cm calibrator h lot 400497h. The triage meterpro (sn: (B)(4) ) associated with the complaint was returned and investigated; no issues with the meter were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.